Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant of this right ventricular (rv) lead that the patient complained of discomfort. Upon further inspection it was noted that there were poor r waves, no capture at maximum outputs and it was believed the lead was dislodged and the patients heart had been perforated. The lead impedance had also spiked to 1600 ohms, and then normalized. The lead was successfully revised. No further complications were noted.